Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had an MRI performed on (B)(6) 2015 and the device was in MRI mode and the clinic had the MRI guidelines. About 30 minutes into the MRI the patient started experiencing a hot, burning sensation in their back for about a 5 second timeframe. The MRI was stopped but the burning sensation continued for a long time after the MRI. The MRI brought the patient's device out of MRI mode. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.